Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: monitor your blood glucose (bg) with the guidance of your healthcare provider¿patients should routinely check their bg levels at least 4 times daily in order to detect hyperglycemia and hypoglycemia early. Undetected hyperglycemia or hypoglycemia can result without proper monitoring. Device not returned.

Event description:
It was reported that the customer had not consumed food prior to bed and did not check blood glucose (bg) level. Customer did not have any low bg alert settings activated on the pump. While sleeping, the customer lost consciousness and emergency medical technicians were called. Customer was treated with glucose gel. Customer was transported to emergency room (ER) and upon arrival, bg was 8 mg/dl. Fluids were administered. After 6 hours, customer left the ER feeling "fine", with a bg of 84 mg/dl, and there was no permanent injury. Customer reported that the pump was functioning as expected during the event.